Manufacturer narrative:
According to the complainant, the device will not be returned for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the system was primed without issue. While waiting on the physician and patient to continue setup, the console rebooted. No alarms or error codes were received prior to the system shutting down. No buttons were pressed, and the hta power cord remained securely connected to a single power cord connected to the wall outlet. A "cassette detected" message was displayed on the console after rebooting. The tm confirmed the power cord was secured to the console and was not loose. The procedure set was swapped and again the system was primed without issue. The tm moved the console to make room for the patient's entry, and the console again rebooted. Again no alarm or error code was received prior to the system shutting down, no buttons were pressed, and the hta power cord remained secure in the power source. The procedure was successfully completed using the legacy hta system. The console was later sent to the biomedical department, however they could not recreate the problem. The console has been used successfully since this event. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."